Event description:
Related manufacturer report ; 2017865-2022-17328; 2017865-2022-17329; 2017865-2022-17330. It was reported that the patient presented at the emergency room. It was noted that infection and vegetation was suspected on the system. The entire system was explanted and replaced. An older inactive right ventricular lead was also explanted. The patient was stable prior to the procedure, unremarkable during the procedure and stable after the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.